Event description:
It was reported that during a da vinci si surgical procedure and while dissecting tissue arcing was observed to have come from the monopolar curved scissors instrument with a tip cover accessory installed. The patient sustained an injury to their left iliac vein. The physician stopped the bleeding initially with a prograsp instrument and sutured the deficit using a prolene suture and vascular pledgets. The patient's hospitalization was extended one day as a precaution. No additional patient injury was reported. The delay in reporting is due to an administrative oversight where the complaint handling representative misfiled the report for reporting the day after it was due.

Manufacturer narrative:
The tip cover accessory was not returned for evaluation. The root cause of the customer reported failure mode cannot be determined. If additional information becomes available a follow-up MDR will be submitted.